Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Initial reporter address 1: (B)(6). Initial reporter phone number: (B)(6).

Event description:
It was reported by the initial reporter that while using the bd facscanto¿ ii, there is equipment with damaged waste cover.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 2916837-2022-00346 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore this is not considered to be a reportable malfunction.

Event description:
It was reported that while using the bd facscanto¿ ii that there is equipment with damaged waste cover. The following information was provided by the initial reporter: equipment with damaged waste cover.